Event description:
It was rpeorted that during a pta/stenting treatment procedure, the sentinol biliary stent partially deployed proximal to the lesion. The pt remained asymptomatic during this event. The lesion being treated was a calcified, 60% stenotic lesion in the distal to mid right superficial femoral artery. The physician used a 7f arrow introducer sheath for vascular access, and predilated the lesion with a synergy balloon. It is noted that resistance was met after the sentinol biliary stent system was advanced past the iliac bifurcation. The physician attempted to remove the stent system due to the resistance. Upon withdrawal the stent began to deploy. Because the physician could not advance or withdraw the sentinol biliary stent system, it was completely deployed in a healthy segment of tissue. The sentionol biliary stent system was removed and replaced with a 7f destination introducer sheath, a rosen guidewire, ev3 protege stents and sentinol stents to successfully complete the procedure. No pt injuries or complications were reported. Pt status is reported as 'fine'.